Manufacturer narrative:
(B)(6). Examination is not possible, as the device will not be returned, however photographs were provided. The photos show a broken anchor and suture confirming the reported complaint. Clinical details were provided stating that the device was being used to repair the ischial tuberosity. There are no indications that would suggest the device did not meet product specifications upon release into distribution. (B)(4).

Event description:
It was reported the anchor snapped while screwing in. No patient injury or other complications were reported.